Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, a company rep reported the pt's insulin infusion headset cannulas are too short and comes out of his body. On f/u with the pt, he said he uses prep wipes and allows the area to dry. He does not use moisturizers or lotions on his skin. He stated, the headsets only come out when he is performing physical activities. He did not retain any of the headsets. A courtesy box of infusion sets with a longer cannula was sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.